Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer's mother reported via phone call of failed battery test, low battery alert and battery out limit from the insulin pump. The customer's blood glucose reading was 300+ mg/dl. The customer stated that the battery went low several times and she received a failed battery test. The customer was advised that energizer aaa alkaline batteries are most effective for pump use. The customer did not have a new battery to troubleshoot. The customer was advised to monitor the pump. The customer will be sent a new battery cap.